Event description:
Customer reportedly received results of 178 mg/dl, 146 mg/dl, and 99 mg/dl. Device memory shows results of 125 mg/dl, 232 mg/dl and 66 mg/dl taken at the same time. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.